Manufacturer narrative:
(B) (4).

Event description:
It was originally reported that the recharger would not charge up. With assistance the patient was able to get full charged icons. The patient visited her physician about this event. Her recharger was replaced and she was still having problems with her device system. Her neurostimulator was not charging correctly and may need to be replaced. Additional information has been requested.